Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the cartridge and infusion set to clear the blockage. Customer's blood glucose (bg) was 251 mg/dl and manual insulin injections were used to address bg. Customer experienced chest pains. Customer did not know if chest pains were related to the elevated bg. Customer went to the emergency room (ER). Chest scans and patient scans were performed. After 8 hours, customer was discharged from the ER on (B)(6) 2021; chest pain cleared and bg was normal.